Manufacturer narrative:
The device investigation revealed an overload fracture of the coil wire. Information received in the explantation report indicates that the device was without function following a previous procedure with slight horizontal bending of the device. The location and type of damage found is in line with the reported symptoms (loss of benefit) and with the information indicated by the surgeon in the explantation report. Despite requested, no additional information has been received regarding the previous surgical procedure, which reportedly occurred on (B)(6) 2020.this is a final report.

Event description:
The user suddenly loss hearing with the device on the left side. There is no report of any accident or trauma. The device has been explanted and the user was re-implanted. According to the device explantation report the device was not functioning following a previous procedure with slight horizontal bending. Requests for information to clarify what procedure took place were not answered.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly loss hearing with the device on the left side. There is no report of any accident or trauma. The device has been explanted and the user was re-implanted.